Manufacturer narrative:
Reference medwatch 2032227-2015-40493 for more information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensors and transmitter. Customer's blood glucose level was 49 mg/dl. She treated her low blood glucose level with apple juice. The insulin pump alarmed calibration error, change sensor, lost sensor, low predict 59, and meter blood glucose now. The insulin pump went into threshold suspend. The device was not returned.